Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Certas plus (ID 828806) has been returned for evaluation- unique device identification (UDI) - (B)(4). Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; the needle guard was slightly raised and needle holes in the needle chamber. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard, pressure and leak, only leaked from the needle hole in the needle chamber. The valve was dried and he siphon guard was removed. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no obstruction issue was noted. The root cause for the raised and bent needle guard, could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2023-00115. A physician reported a certas valve (ID 828804) was implanted via ventriculo-peritoneal (vp) shunt 2 years ago with unknown setting, it was used with 823072. In march 2023, the patient's symptoms worsened. Shunt imaging was performed, ventricular enlargement was observed. Obstruction was suspected, the valve was removed and replaced on (B)(6), 2023.